Manufacturer narrative:
It was reported by the customer that two separate syringes began leaking medication at the texium bonding site. One photo of the product packaging was submitted for quality evaluation. No photo of the product or the product failure was submitted, and therefore the customer complaint of leakage could not be verified. No physical sample was received and therefore a root cause could not be determined. A device history record review for model my8030 lot number 24055855 was performed. The search showed that a total of 11,003 units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd texium needle-free syringe was leaking. The following information was received by the initial reporter with the following verbatim: when administering adriamycin, two separate syringes began leaking medication at the texium bonding site resulting in 3-4ml of medication not administered to patient. (20 ml and 30 ml syringes)

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed